Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's cannula was kinked and the blood glucose (bg) elevated. The customer went to the emergency room and was hospitalized for diabetic ketoacidosis (dka), high bg and vomiting. Blood work was performed, MRI of the brain, intravenous fluids and treatment for the high bg. The customer was discharged 3-4 days later. The contact declined to provide further information. The type of infusion set use was not known.